Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was recently implanted a few weeks prior and while programmed to primary vector this patient received inappropriate shocks while laying in bed on their left side. The signal amplitude was very small with baseline noise which was oversensed. Technical services (ts) discussed possible causes which included under insertion and system migration. X ray imaging was performed in which the physician questioned the loop near the xiphoid location and the header of the s-ICD could not be observed well. Ts observed some air in the pocket and recommended massaging and palpating it out. A request was made to have data from this device analyzed. Data confirmed the sensing characteristics were very good and there have been no further artifacts or oversensing observed since reprogramming to secondary vector. Ts recommended maintaining secondary vector. This s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.